Event description:
The rim of the insert did not fit with the base plate. The surgeon tried several times and then had to implant a posterior stablized insert. No adverse consequence to pt or extention of surgery time.